Manufacturer narrative:
The problem was due to a component failure (optical). After the replacement, the laser system restarted to work correctly. We are unaware about patient injury.

Event description:
The laser system has the following problem: "shutter is not working automatically, in foot switch stand by-ready switch not working." No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injury.

Event description:
The laser system has the following problem: "shutter is not working automatically, in foot switch stand by-ready switch not working." No adverse effects to patient were reported.